Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. The patient had an infection at the pump pocket site. The device system was removed. The patient status was reported as "alive - no injury." The medication in the pump, the patient's other medications/pertinent medical history, the onset of the infection, symptoms, diagnostics performed, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.